Event description:
Air was drawn from the y connector.

Manufacturer narrative:
The product was returned for investigation. During the investigation, it was confirmed that the rotator part of the product was damaged. No abnormalities were found in the manufacturing records of the product. It is believed that the reported incident was caused by an accidental breakage during the manufacturing and assembly of the product, which led to air intrusion. Based on this information, the manufacturing factory implemented measures to prevent recurrence.